Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented with an infection and device pocket erosion leaking blood. The patient was brought in for system extraction and replacement with an aveir vr pacemaker. The patient was in stable condition.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
Correction: previously reported g3 should have been 23 jan 2025 rather than 24 jan 2025.